Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, the sutures of a prostar xl device were placed in a mildly calcified femoral artery using a 7f sheath. During the evar procedure the sheath was upsized to 16f. At the end of the procedure, the knots were successfully tied and advanced down the track; however, hemostasis could not be achieved. The knots were not locked at any time. The knots were approximated on the vessel wall, but the arteriotomy had failed to close completely. A surgical cut down was performed. A magnetic resonance imaging (MRI) and ultrasound found that the vessel was more calcified than originally expected at the time of initial puncture. There was no resistance felt during puncture. Hemostasis was surgically achieved. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). A 7f sheath was used in the procedure. The prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 25 f sheaths. The safety and effectiveness of the prostar xl devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Reportedly, a 7f sheath was used in the procedure. The prostar xl device IFU, states: the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. Based on the information reviewed, there is no indication of a product deficiency.